Manufacturer narrative:
Device evaluation: the device was disposed of by the hospital; therefore, no direct product analysis could be performed. The exact cause of the difficulties experienced during the procedure could not be determined.

Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured at 7 atms on the 3rd inflation during pressurization. The lesion being treated was located in the moderately tortuous, mildly calcified and 100% stenotic proximal, middle and distal left anterior descending artery (lad). The balloon was used twice for pre-dilation and ruptured on the first inflation during post dilation. The device was removed from the pt intact. Th procedure was successfully completed with another balloon. Pt status is listed as "good."